Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 one 6.5x12 mm rx herculink elite stent was implanted in the heavily calcified renal artery with 85% stenosis. After the index procedure, there was 50% stenosis. The index procedure was discontinued due to side pain that was felt when the study stent was inflated to 10 atmospheres. Lithotripsy was not performed due to internal discussion on the use of the non-abbott lithotripsy device that had not yet been clarified. There was no issue with the herculink elite stent. On (B)(6) 2024, it was already known that the patient would require a planned pta. Intervention was planned for may, but due to the ongoing internal discussion, appointment was postponed to (B)(6). On (B)(6) 2024 the patient had a planned hospitalization to treat the residual stenosis from the index procedure. Percutaneous transluminal angioplasty with lithotripsy was performed. The residual stenosis was reduced to 30% down from 50%. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of stenosis and pain are listed in the rx herculink elite peripheral stent system instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.